Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 386 mg/dl. Customer blood glucose level was over 600 mg/dl at the time of call. Customer¿s other blood glucose level was 121 mg/dl and 361 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as cramps, urination and pain with urination. Customer did not see any air bubbles along the tubing. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump was in the auto mode during the high blood glucose level incident.